Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that that the patient's implantable pulse generator (ipg) had an elective replacement indicator measurement lock-up and missing data for the battery voltage. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.